Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette) it was reported that a no disposable pump won't run alarm was experienced. Resvol 6, rate 1.7, given 71, air in line, green flow stop. Patient not affected. No additional information available.